Event description:
Dose and frequency treprostinil-mix cassette as instructed and infuse intravenously continuously per physician orders. Allow for priming volume. Dose range: 1-150 ng per kg per min. Patient currently in the ER (waiting to be seen) and worried about the symptoms including some shortness of breath, diarrhea, and leg weakness today. Noticed that line looked like it had been coming out. Patient reported similar situation and could not continue infusion due to vein; bursting and had to be airlifted to another hospital. Dates and length of hospitalization not provided. Unknown if md aware. No further information provided. Reported to (B)(6) by pt/caregiver.